Event description:
The customer reported that the left monitor did not boot up. The rotation stop of the monitor was broken. No patient injury was reported.

Manufacturer narrative:
(B) (4). The power cord was detached and it was repaired by the ge service rep. The system operates as intended.